Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was part of system extraction due to infection and hematoma with sepsis. The patient was treated with intravenous antibiotics. The lv lead was explanted. No additional adverse patient effects were reported.